Manufacturer narrative:
A philips field service engineer (fse) went on site and replaced the main board and speaker to resolve the sound issue. Based on the information available and the testing conducted, the cause of the reported problem was the main board and speaker. The device was operational after replacing the main board and speaker. The device remains in use at the customer¿s site.

Event description:
The customer reported that a speaker malfunction inop was displayed on the intellivue mx800 patient monitor and there was no sound coming from the device. The device was not in use monitoring a patient at the time of the reported issue. No adverse event was reported.